Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has a bad display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit has a broken control panel, causing the display to be bad , which confirmed the original complaint issue. Unit appears to have been dropped.

Event description:
Dealer is stating that the unit has a bad display.